Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during in-office threshold testing, the display screen became unresponsive and did not allow the physician to end the threshold testing when required. As a result, the patient was absent of pacing longer than expected and became dizzy. This programmer is no longer in use at this facility and has since been collected for analysis; no data had been saved for review prior to the returned product analysis. Another programmer of different model type was used to complete the office examination. The field later reported that this was the first time this unit had been unresponsive and no telemetry issues were observed.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. Additionally, the touchscreen was tested for functionality and calibration; no anomalies were observed. No error or fault codes were recorded in the programmer's logfile and benchtop testing was unable to reproduce the behavior. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that during an in-office threshold testing, the display screen became unresponsive and did not allow the physician to end the threshold testing when required. As a result, the patient was absent of pacing longer than expected and became dizzy. This programmer is no longer in use at this facility and has since been collected for analysis; no data had been saved for review prior to the returned product analysis. Another programmer of different model type was used to complete the office examination. The field later reported that this was the first time this unit had been unresponsive, and no telemetry issues were observed.

Manufacturer narrative:
Upon receipt at the manufacturing facility laboratory, this communicator was thoroughly inspected and analyzed. Visual inspection of the system identified no anomalies. The unit passed all system functional and baseline evaluation testing. The log and session files were extracted and checked for an error log and halt (elh); none found. Additional testing was performed for over 12 hours to test for touchscreen unresponsiveness. This testing was inconclusive as the operations were normal. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that during in-office threshold testing, the display screen became unresponsive and did not allow the physician to end the threshold testing when required. As a result, the patient was absent of pacing longer than expected and became dizzy. This programmer is no longer in use at this facility and has since been collected for analysis; no data had been saved for review prior to the returned product analysis. Another programmer of different model type was used to complete the office examination. The field later reported that this was the first time this unit had been unresponsive and no telemetry issues were observed.